Event description:
It was reported that the patient with this right atrial (ra) lead might have pulled out due to heavy coughing. Boston scientific technical services (ts) referred patient to clinic. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead might have pulled out due to heavy coughing. Boston scientific technical services (ts) referred patient to clinic. This ra lead remains in service. No adverse patient effects were reported. Additional information indicates that the device as checked and was confirmed that patient symptoms were not related. No allegations were made against the device. No interventions were done. This device remains in service. No adverse patient effects were reported.